Event description:
It was reported that on (B)(6) 2008 that the patient presented with status post fusion l5-sl with junctional stenosis l4-l5. The patient underwent a decompression at l4-5 and l5-s1 with exploration of the l4, l5, and s1 nerve roots bilaterally. An intertransverse fusion with local bone, bmp, mastergraft l4-s1, interbody fusion l4-l5 with capstone instrumentation, internal fixation using click¿x pedicle fixation l4 to s1, and intrathecal injection of 0.3mg of preservation free morphine sulfate. Per the operative report, ¿at the end of the decompression, the dura was inspected, it was pulsatile. The probes easily passed within the foramina of the l4, l5, and s1 nerve roots bilaterally. The dura was then injected with a 27 gauge needle with 0.3 mg of preservative-free morphine sulfate. Attention was then taken to the disk space at l4-l5 which was prepared using interbody fusion instrumentation back to bleeding bone. It was sequentially distracted to 12mm and two 12 x 22 mm implants were placed and retro-fitted anteriorly from the disk space at l4-l5 approximately 4 mm. This was checked with x-ray. Attention was then taken to the pedicles where using biplane fluoroscopic control as well as direct visualization and continuous emg monitoring, bilateral 6.2 x 50 mm length screws were placed at l4 and bilateral 7.0 x 40 mm length screws were placed at sl. These were checked with fluoroscopy. The rod was then connected with the top-loading set screws and slight compression was placed across the construct. The wound was then irrigated with antibiotic solution, closed using 0 vicryl in the fascia, z-0 on the subcutaneous tissues, staples on the skin." There were no noted complications. It was reported that on (B)(6) 2010 the patient presented with lumbar post laminectomy syndrome and low back pain and bilateral lower extremity pain. The patient underwent placement of a spinal cord stimulator. Per the operative report, using x-ray guidance, and the loss of resistance technique, two scs introducer needles were placed at the t11-12 epidural space bilaterally. Needle placement was confirmed on ap and lateral imaging and then needle was advanced through the ligamentum flavum, good loss of resistance was achieved and no aspiration of csf was noted. Then, the 2 octrode leads were advanced to t8 lead placement was confirmed to be posterior under lateral imaging. Leads were both placed at midline. Stimulation was carried out on the table end excellent coverage of the low back and bilateral le's was achieved. Then, the leads were sutured in place with 2.0 silk sutures in a braided fashion. Steri-strips and triple antibiotic ointment were applied to the site which was then covered with a sterile island dressing. Patient was discharged to recovery in good condition for additional programming. Programming was successful. There were no noted complications. On (B)(6) 2009 patient was presented for consult and treatment with ble pain and a possible scs. Per the dictated notes, ¿the pain began in 2002. The pain is located in the low back with radiation the posterior ble and feet. [The patient] describes the pain as constant, aching, numbing and shock-like. The patient admits to constant pins and needles sensation in both legs to the big toes. Aggravating factors include constant standing. The pain is reduced by rest and pain medication. Vas 9/10 without medication and 4- 5/1 0 with medication. The patient is taking oxycadone 20mg q12hr, oxycodane 5mg qid pm, xanax 0.5mg tid and gabapentin 300mg qid. Previous treatment includes medication, tens, physical therapy, exercise and injections. The patient also had lumbar fusion in 2004 and 2008 with hardware placement; diagnostic testing includes CT of the lumbar spine in 2008 and an emg. The patient admits to sleep disturbance related to pain. The patient's level of activity is limited by pain. Treatment was a discussion for the scs and to have the patient evaluated for placement of the ss. Patient is a candidate for the scs. On (B)(6) 2010 patient was seen for follow-up to a scs permanent implant on (B)(6) 2010. Patient has been using the stimulator 100% of the time and can feel stimulation throughout the lower back and into both legs; the patient is reporting a constant squeezing sensation throughout the right leg that the stimulator does not help. The squeezing does not change when the patient changes programs or intensity. Vas 1-4/10 with the scs. Treatment provided this visit reprogramming of the patient's permanent spinal cord stimulation implant. Reprogramming was carried out for 60 minutes. Good stimulation was again achieved over the affected areas. On (B)(6) 2010 patient was seen for follow-up to the scs permanent implant on (B)(6) 2010. Patient complains that he/she has been unable to use the scs. Patient reports that all of the stimulation is in the bowels and causes loss of bowel control, patient has been taking clonazepam 1mg 1 to 2 at bedtime and percocet 10/325mg 1 to 2 every 4 to 6 hours. Patient would like coverage of the low back and ble's. Treatment this visit was pt. Was reprogramed of her permanent spinal cord stimulation implant. Reprogramming was carried out for 60 minutes. Good stimulation was again achieved over the affected areas. Reportedly, the patient had pain and radiculitis secondary to use of bmp.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.